Event description:
It was reported that during a lap adjustable band procedure, they placed the grasper through the buckle and grabbed the flat shaft of the band and tore a hole in the balloon portion of the device. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Punctured. Evaluation summary: the balloon/band with about 56 cm of catheter was returned for analysis. One puncture was observed on the balloon, this puncture was 7.2 mm in length, at approximately 9.5 cm from the catheter. A knot was present on the end of the catheter; therefore no leak test was performed on the balloon. While it is not possible to draw definitive conclusions regarding root cause, it is noted that the product instruction for use (IFU) cautions against inadvertent perforation of the band by sharp instrumentation during surgical insertion (e.I grasper). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.